Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose device after a percutaneous transluminal angioplasty interventional procedure. Reportedly, the device was difficult to remove. The safety release mechanism was used. The device was still difficult to remove, additional force was used to remove the device. After removal of the device slight oozing was noted a puncture site and manual arterial compression was used to stop the oozing. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to remove was confirmed based on a broken vessel locator wing. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency

Manufacturer narrative:
(B)(4). Concomitant medical devices: sheath: 7f. Dilatation catheter: foxcross 10.0x40mm. Guide wire: supracore 300cm. Heparin. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.